Manufacturer narrative:
(B)(4). The customer reported paddles shock switch error-right switch on paddle is broken. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported paddles shock switch error-right switch on paddle is broken. There was no reported patient involvement.